Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed multiple vertical cracks around the chamber dome. A stress mark was also observed around the dome, near the base. White residue was also found above the bracket. A lot check revealed no other complaints of this nature for lot number 160322. Conclusion: we were unable to determine what had caused the cracking on the chamber dome; however, our previous investigations on similar complaints showed that crack on the chamber dome can be due to the application of excessive pressure. The integrity of the chamber can be affected when pressure exceeds 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the subject mr290 chamber became damaged after it was released for distribution. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the dome of an mr290v vented autofeed humidification chamber was found cracked after 17 days of use. No patient consequence was reported.